Event description:
It was reported by svc report that the head end brake would not hold properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Locking caster out of adjustment.